Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and the symptom was verified. The battery was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the battery.

Event description:
The customer reported that the battery was dead. No pt involvement was reported.